Manufacturer narrative:
(B)(4).to date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent.if in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached. How are you currently feeling?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2013 and the mesh was implanted. The patient experienced pain from the start. The mesh eroded into bladder and caused significant nerve damage. It was also reported that the mesh was removed. Currently, the patient is in constant pain. Additional information has been requested.